Manufacturer narrative:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is (B)(6) 2018 or later. No adverse patient effects experienced.

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is (B)(6) 2018 or later. No adverse patient effects experienced.